Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly refused further treatment. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of sound due to a head trauma incident. The recipient presented with pain and discomfort. The recipient ceased device use. Device testing revealed results within normal limits. A CT scan revealed no anomalies. The recipient was prescribed ibuprofen. Programming adjustments were made which improved the issues. The recipient resumed device use.